Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that insulin was coming out of the pump during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the black box history was reviewed and showed no evidence of ¿load step malfunction¿ or any activity outside of normal use. The pump powered on normally and displayed the verify screen. The pump passed the ¿ez-prime¿ steps; a full cartridge was correctly loaded and prime. The ¿load step malfunction¿ was not duplicated during testing. The force sensor calibration reading was found to be within specifications. The pump was opened and the force sensor flex pins were found intact and secured to the printed circuit board. No defect was found to the printed circuit board or force sensor circuit. Unrelated to the complaint, evaluation revealed the display to be dim and faded. The display screen was replaced with a test screen and the display was found to function appropriately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.